Manufacturer narrative:
(B)(4). The event occurred sometime from may (B)(6) 2014. Should the device be received or other additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the lot number was r13j08055; however, this lot is not recognized by baxter. The device was not returned and the provided lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from its connection with an IV cannula. The reporter stated that this occurred even after over tightening the connection. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.